Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was urgently re-implanted due to a migration of the electrode. Reportedly, there was no evidence of malfunction of the device.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was not providing benefit due to a post-operative migration of the electrode out of cochlea. In addition during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The recipient was urgently re-implanted as the electrode migrated out of cochlea. Reportedly, there was no evidence of malfunction of the device. The device housing was still found in place at explantation and the skin was intact.

Manufacturer narrative:
According to the information received from the field the device was not providing benefit due to a post-operative migration of the electrode out of cochlea. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient was urgently re-implanted as the electrode migrated out of cochlea.